Event description:
Healthcare professional reports a pt complained of back, leg and chest pain four minutes into the pt treatment. The pt was also noted to be flushed in the face, nervous and extremely restless. Bp at time of event = 170/75, pulse = 80. The pt was removed from the treatment and treated with 5l oxygen per nasal cannula. The pt was then transported to the hospital for observation. A hemodialysis treatment was performed in the hospital using a cellulose acetate membrane. The pt was then released to home fully recovered. This event occurred after the pt's seventh exposure to the psn membrane.